Event description:
This unsolicited case from united states was received on (B)(6) 2017 from a health care professional. This case concerns a male patient (age not provided) who received treatment with synvisc one injection and after unknown latency had reaction in knee that appears a type of infection. No medical history, past drug, concomitant medication and concurrent condition was provided. On an unknown date, patient received treatment with intra- articular synvisc one injection (batch/lot number, and expiration date, dose, frequency and indication: not provided). On an unknown date in 2017, after unknown latency, patient was complaining of a reaction in his knee after the injection of synvisc one and it appeared as a type of infection. Action taken: unknown corrective treatment: not reported outcome: unknown a pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criteria: important medical event pharmacovigilance comment: sanofi company comment dated 23-dec-2017: this case concerns a patient who received synvisc one injection and had reaction in knee that appears a type of infection. Based upon the information, the causal role of the product cannot be denied with the occurrence of events. However, there is no information regarding the technique of injection and whether aseptic conditions were maintained during the injection. Further information regarding patient's current clinical presentation, medical history, concomitant medications and other risk factors would aid in the complete medical assessment of the case.

Event description:
This unsolicited case from united states was received on 14-dec-2017 from a health care professional. This case concerns a male patient (age not provided) who received treatment with synvisc one injection and after unknown latency had reaction in knee that appears a type of infection. No medical history, past drug, concomitant medication and concurrent condition was provided. On an unknown date, patient received treatment with intra- articular synvisc one injection (batch/lot number, and expiration date, dose, frequency and indication: not provided). On an unknown date in 2017, after unknown latency, patient was complaining of a reaction in his knee after the injection of synvisc one and it appeared as a type of infection. Action taken: unknown. Corrective treatment: not reported. Outcome: unknown. Seriousness criteria: important medical event. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4) the product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Additional information was received on 18-jan-2018. Global ptc number and ptc results added. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 18-jan-2018: follow up information received does not change previous case assessment. This case concerns a patient who received synvisc one injection and had reaction in knee that appears a type of infection. Based upon the information, the causal role of the product cannot be denied with the occurrence of events. However, there is no information regarding the technique of injection and whether aseptic conditions were maintained during the injection. Further information regarding patient's current clinical presentation, medical history, concomitant medications and other risk factors would aid in the complete medical assessment of the case.